Manufacturer narrative:
The tube was replaced and the system was returned to use in good working order. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the tube was defective, making x-ray not possible. The clinical use of the system was in use.there was no harm reported to philips.